Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The enclosure was cracked at the water tank. This was causing a leak. Both covers were cracked, the line cord was worn, and the pole clamp handle was broken. The heater did not pass electrical testing. The customer reported product problem (leaking from a cracked case) was confirmed during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The aforementioned crack, which ultimately led to leak, was caused by the user. A user issue was identified as the root cause. The damaged enclosure was replaced.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) had a cracked case and was leaking fluid. No patient injury or complications were reported in relation to this event.